Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located from the proximal to mid right coronary artery (rca). The rca was moderately tortuous. After pre-dilation with a 2.5x15mm maverick balloon, a 3.5x16mm promus element stent was deployed at 12 atm's but was not adequately dilated. Post dilation was then attempted with a 3.75x12mm nc quantum balloon, but met resistance upon advancement. The physician continued to push, deforming the proximal edge of the implanted 3.5x16mm promus element stent. Therefore additional dilations were performed with the nc quantum balloon and the procedure was completed. No further patient complications were reported and the patient status is good.